Event description:
Medtronic received a report that the patient was undergoing treatment for a coil embolization procedure. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 7 mm diameter. It was reported that during use, the tip of the microcatheter was damaged and was withdrawn from the body directly. There was no friction or difficulty during injection, and no force was applied during delivery or removal. The catheter tip was not entrapped or stuck, and the catheter was not stuck inside the guide catheter. No vasospasm was reported, and no surgical or medicinal intervention was required. The reported break was located at the distal portion of the device. The broken segments are expected to be returned for investigation. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.